Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional evaluation was performed and showed the connector j13 on mainboard is broken. No blockage alarm detected, the device works within the normal range. We have not been able to establish a relationship between the event reported and the device. Probable cause may be a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that during treatment the console has detected a blockage on several occasions. The problem was solved by changing the canister. However, the problem recurs regularly. No patient harm reported.